Event description:
It was reported that the pt developed an infection, and the device system was removed. The healthcare provider confirmed that the pt experienced redness, swelling, drainage and incisional wound opening. The primary location of the infection was at the device pocket site. A culture was obtained from the device pocket site and was positive for staph aureus. The pt did not have drug withdrawals and the infection resolved.